Event description:
Reporter stated that he was referred by his psychologist to see two doctors who claim to be one but found out they are unlicensed. He stated this doctors has been collecting money from patients under pretence. Reported further stated he was diagnosed with concussion and has been treated with a nerve stimulator that does not work but caused serious adverse events. He received treatment from (B)(6) 2012 to (B)(6) 2018 for a total of 25 different treatments. Reporter stated he experienced nausea, dizziness, sensitivity to light, headache, uncontrollable muscle and facial/eye twitching and rapid blinking. Reporter said this companies are not FDA approved. He stated he has done over 50 research to find out that this companies are fake.

Event description:
Additional information received by reporter on 08/13/2020 for report mw5095373.